Event description:
Patient called alleging that meter does not power on. Patient replaced batteries and still meter has no power. Battery contacts are in good condition. Patient did not seek medical attention or call md. Customer service was unable to resolve the issue and sent patient a new meter.